Manufacturer narrative:
Concomitant products: product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3387-40, lot# j0309706v, implanted: (B)(6) 2003, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3387-40, lot# j0340564v, implanted: (B)(6) 2003, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the right implantable neurostimulator (ins) prematurely depleted while on continuous mode. The surgeon saw the patient on (B)(6) 2015 due to an early end of service (eos) notification. The patient had fallen recently and had a bruise on her upper lip. The electrode and therapy impedances were ok. Then a pre-operative impedance measurement, on the day of replacement, showed a problem with the combination of 0 and 1; it was a low impedance of 36 ohms at 3 volts. It also measured at 25 and 11 ohms at other times. The therapy impedance was also low. An x-ray did not show any fractures. After replacement the impedance issues resolved after changing the active contacts; the therapy impedance was 625 ohms. The cause of the impedance issues was not determined. The patient would be seeing the doctor for follow-up to optimize programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and t elemetry and output were okay.